Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited myopotential oversensing. The device was reprogrammed. Patient will continue to be monitored with routine follow-ups.